Event description:
It was reported that, during pretest it was found to have difficulty in draining the water from foley catheter. Medicon syringe was used to remove the water.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. This event is not reportable. The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjz2840. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 30 seconds with no cuffing noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Complete initial reporter facility name: (B)(6) medical center. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest it was found to have difficulty in draining the water from foley catheter. Medicon syringe was used to remove the water.